Event description:
It was reported that during the attempted implant procedure, the first right ventricular lead placement had small r-waves and high threshold. The lead was removed and replaced however; the second lead also had high threshold, intermittent capture and fluctuating r-wave measurements. The lead was also removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the tip electrode. (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found.